Event description:
It was reported that (2) devices were used during a gastrectomy. It was reported by the affiliate that the tlc75 instrument worked correctly with the first cartridge, but upon changing the cartridge, the stapler locked. No info on how the case was completed. There was no consequence to the pt.